Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that last night the insulin pump's battery died. The insulin pump had a blank display. An hour later her blood glucose level was 400 mg/dl. She treated her blood glucose level with the insulin pump. The insulin pump alarmed failed battery twice. The buttons on the insulin pump were unresponsive. When she pressed the act button she saw no reservoir, low battery, and insulin pump disabled. Customer's current blood glucose level was 182 mg/dl. The customer did not receive a failed battery test after troubleshooting. The device was not returned.